Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 392, 412 and 210 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 433 mg/dl using truemetrix air meter and 423 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customers daughter is concerned with results of 392, 412, 210, 314 and 370 mg/dl in the meters memory.